Event description:
A report was received that the device was rejected by the patient's body. The patient underwent an explant procedure.

Event description:
A report was received that the device was rejected by the patient's body. The patient underwent an explant procedure.